Manufacturer narrative:
Additional information reported that there were no identified factors contributing to the thrombus event and that anticoagulation will be a major factor for this patient. At the time of the event, the patient was at home but came in daily for exercises and post implant training. The patient was discharged home with no complications post event. The pump was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from france that the patient was in the rehab clinic when he had several high watt alarms. The mean arterial pressure was below 85mmhg, inr was always greater than 2 and the patient received 160mg of aspirin daily. Additionally, hematuria was reported. Blood samples and echocardiogram were done with report that thrombus was confirmed. Reopro followed by tpa was administered for lysis. Pump watts and flow returned to baseline and the patient is stable in the in the ICU without complication.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. Preliminary log review confirmed high watts with power consumption above normal range. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information a definitive cause of the event cannot be determined; however, clinical and pharmacological factors, and patient comorbidies are known potential contributors to these types of events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.